Event description:
It was reported that an order, including several instruments, was delivered to a zimmer sales associate on saturday, (B)(6) 2014, for a surgery planned the following monday. It was reported that when the box arrived, the fitmore trial rasp c size 13 was missing. The corresponding packaging was in the box, but it was empty and there was a hole in it. The box looks to be intact. The rasps needed to be located at another distributer, in order to have it in time for monday's surgery.

Manufacturer narrative:
The manufacturer did not receive the packaging for investigation. A lot number was received for the instrument, the instrument history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained for the information provided. As soon as additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).